Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 5.0 x 150mm, 150cm ranger balloon catheter was selected for use. During the procedure, the balloon ruptured and kinked. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.